Event description:
The customer reported that the device did not seal. There was no pt injury. Additional questions were asked regarding the incident but no further info is available.

Manufacturer narrative:
(B)(4). One used device was received for eval but the cord had been cut off by the site. Functional testing on a generator could not be performed because of the condition the device was in when received. As a result, the cause of the reported event could not be verified or determined.